Event description:
It was reported to ventec that the right side of the device's lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of an unresponsive lcd touchscreen was confirmed. The asp replaced the front case assembly, which contains the lcd touchscreen, front panel board and lcd cable in order to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The front case assembly was replaced to resolve the reported issue, however, further component level cause could not be determined.